Manufacturer narrative:
Corrected information: lot number - 16120307.

Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter (subject device) dissected the patients right middle cerebral artery (mca). A stent was deployed. Hyperperfusion was noted during the procedure; therefore general anesthesia was continued after the procedure was completed (exact length of time is unknown). No further information is available.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter (subject device) dissected the patients right middle cerebral artery (mca). A stent was deployed. Hyperperfusion was noted during the procedure; therefore general anesthesia was continued after the procedure was completed (exact length of time is unknown). No further information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection and complications (hyperperfusion) are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter (subject device) dissected the patients right middle cerebral artery (mca). A stent was deployed. Hyperperfusion was noted during the procedure; therefore general anesthesia was continued after the procedure was completed (exact length of time is unknown). No further information is available.